Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty placing this right atrial (ra) lead. Once placed the lead would not capture or stay fixed to the patient's tissue. The lead was attempted and not implanted. A new ra lead was successfully implanted. No adverse patient effects were reported.